Event description:
The customer reported being hospitalized for sinus infection and diabetes ketoacidosis two weeks ago. The blood glucose reading at time of the call was 77 mg/dl. The customer stated that the insulin pump alarmed button error several times. Troubleshooting was performed. The customer battery was changed and the device had a frozen display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.